Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional information, g6 type of report ¿ additional information, h2: additional information, h6: type of investigation ¿ additional information, h6: investigation findings ¿ additional information, h6: investigation conclusion ¿ additional information.

Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.